Event description:
It was reported a very obese patient had a broken stem and femoral implant. It is unclear how this occurred, however the patients weight is considered related to the issue. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. 00598801013 stem implant 13mmdx145mm lot# 62642431.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g3, g6, h1, h2, h3, h6, h11 h6: suggested component code: mechanical (g04) - femur reported event was confirmed by review of picture provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is femoral fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.